Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy pd fluids. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event the same day as onset. That same day, the patient began treatment with cefazolin 2 grams per day (route not reported) and intraperitoneal gentamicin 80 mg per day for the peritonitis. The antibiotics were discontinued nineteen days after initiation and the patient was discharged the same day. The patient was recovered from this peritonitis event. Dianeal therapies were ongoing. Additional information was unable to be obtained.